Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were intermittently unable to activate the monitor. As received, the front response button switch was off center and not making good contact to the pads. The cause of the non-functional response buttons is the intermittent contact. The root cause of the intermittent contact cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were not functional.